Manufacturer narrative:
Visual evaluation indicated inner tip was sheared off and blade shaft was bent. Performance testing of another blade mfg in the same timeframe showed the product met safety/performance "sideload" test specification. The failure mode of the subject device was recreated by applying an excessive sideload leveraging force to the blade while cutting resulting in the inner tip shearing off. It is co's conclusion that the subject blade was excessively leveraged while cutting against bone.

Event description:
Md was doing acl, left knee resection. While md was doing notchplasty at a high speed. They noticed shaver stopped working. Md took shaver out of knee and examined it and noticed tip of inner cannula broke off. Fluoroscopy revealed possibility of a small piece of metal in the posterior compartment. It was not retrieved because it couldn't be visualized through the arthroscope. Therefore, the surgeon elected to leave it in place with anticipation that this would cause no harm. A f/u x-ray after 1 week revealed no fragment in the knee.